Manufacturer narrative:
This supplement serves as a correction. Upon reassessment, the event was determined to be not reportable. The ground resistance failure was identified following motor replacement during servicing and was not associated with the device performance prior to service. As such, this is not a reportable ground resistance event. (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.187ohm, which exceeds the acceptance criterion of less than 0.1 ohm. A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. The probable cause was determined to be a component failure. The power filter module was replaced and the unit subsequently passed the ground resistance test with a measured value of 0.078ohm. No patient involvement was reported. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.187ohm, which exceeds the acceptance criterion of less than 0.1 ohm. No patient involvement was reported.